Event description:
It was reported that the jetstream catheter aspiration did not work properly. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, it was noted that after five minutes there was no aspiration and it looked like there was an issue with the tube. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.

Event description:
It was reported that the jetstream catheter aspiration did not work properly. A 2.4mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease. During the procedure, it was noted that after five minutes there was no aspiration and it looked like there was an issue with the tube. The procedure was completed successfully using another jetstream catheter. No patient complications were reported. Additional information was received that the issue with the tube was that it looked crushed during use.